Event description:
An evoke spinal cord stimulation (scs) trial procedure occurred in (B)(6) 2023 with the lead tip placed at the eighth thoracic vertebra (t8). In (B)(6) 2023, during a procedure, it was noticed in the ecap measurements that the lead disconnected from the cls. Lead migrated out of the epidural space with 3 contacts out of the active anchor. A stylet was used to reposition the original lead and a new anchor was attached and reconnected to the closed loop stimulator (cls). The patient is receiving successful treatment.